Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2016; w1tr04 crt-p implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the right ventricular (rv) lead for high impedance. There was also a polarity switch to unipolar pace/sense. The rv lead was reprogrammed back to bipolar and remains in use. The interrogation also noted episodes of electromagnetic interference. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. No patient complications have been reported as a result of this event.